Event description:
On (B)(6) 2011, the patient was treated for an abdominal aortic aneurysm with a gore excluder device featuring c3 delivery system. On (B)(6) 2012, the patient underwent another procedure. A proximal type I endoleak was resolved with endostaples.

Manufacturer narrative:
Results: the manufacturing records review verified that the lot met all pre-release specifications.